Manufacturer narrative:
The device in question has been returned to the manufacturer and is currently in process of evaluation. Based on the information known at this time, boston scientific cannot confirm the user's complaint and cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow. Add'l PMA/510 (k) # is k001083.

Event description:
The hosp reported an internal carotid artery procedure. The hosp reported that when the outer box was opened and the pouch was removed from the box, a lot of black materials had already attached outside the pouch. The device in question was used in the procedure (completed procedure with device in question). The hosp reported that there were no pt complications and that the pt condition was good.